Event description:
It was reported that during the implant there was difficulty with the inserting of this right ventricular (rv) lead. After successfully placing the lead into the rv apex high pace impedance measurements, loss of capture, and high pacing thresholds were exhibited, thus the lead was removed and a new lead was implanted successfully. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant there was difficulty with the inserting of this right ventricular (rv) lead. After successfully placing the lead into the rv apex high pace impedance measurements, loss of capture, and high pacing thresholds were exhibited, thus the lead was removed and a new lead was implanted successfully. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during the implant there was difficulty with the inserting of this right ventricular (rv) lead. After successfully placing the lead into the rv apex high pace impedance measurements, loss of capture, and high pacing thresholds were exhibited, thus the lead was removed and a new lead was implanted successfully. The lead was returned. No adverse patient effects were reported.